Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim. This report is made based on results of investigation completed on 12/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: a test battery cap was able to fully tighten to the pump. A power loss was not duplicated during investigation. There was a battery compartment crack observed below the grip pad and there were pump reboot events observed in the device¿s black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. Additionally, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).